Manufacturer narrative:
Internal report #:(B)(4). Product not yet returned.

Event description:
Consumer complaint of about high blood results. Customer&#62688;daughter states that her mother feels well and requires no medical attention. Customer&#62688;expected blood results are 90-112mg/dl fasting. Verified the strips expire 03/30/2018. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 176mg/dl and 180mg/dl not fasting. Reviewed meter memory: (B)(6). Customers concern with all the results of the meter. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer's daughter states that her mother feels well and requires no medical attention. Customer's expected blood results are 90-112mg/dl fasting. Verified the strips expire 03/30/2018. Customer confirms the strips are stored properly and was first opened on (B)(6) 2015. Customer performed back to back blood test, 176mg/dl and 180mg/dl not fasting. Reviewed meter memory: (B)(6). Customers concern with all the results of the meter. Adverse event not reported.